Event description:
The following description of the event was documented by a carefusion technical support specialist in response to a phone conversation with a user facility biomed. [Name removed] called this morning about an incident last night at approximately 8pm, where a patient died. He said what he got from the nurse notes was that the patient became disconnected from the vent, the inspiratory limb of the circuit came off the vent twice and the second time the patient desaturated and died they weren't able to get this adult patient back. The nurse notes also say that the patient was restless. He was a simv settings at the time of the incident. The rn notes say the alarms did go off. (B)(6) is able to reproduce the alarms this morning [name removed] is trying to find the alarm history but we don't have an alarm history on the vent...so we took a look into the events to try to see if they could see anything suspicious at the event time. It looks like the events only go back to 20:59 last night one hour after the incident instead of the last 24 hours. So it looks like someone might have turned the vent back on and selected new patient instead of same patient and it wiped out any events during/prior to the incident. When [name removed] called the first thing he said was the vent is saying invalid gas ID. So we loosened the air smart connector and re-tightened it back in place which got rid of that alarm. They are not sure if this just happened to be ajar while being transported to biomed dept or prior. But, this doesn't seem to be related to the incident."

Manufacturer narrative:
Carefusion has requested additional information from the user facility on the reported event. As of (B)(6) 2015 there has been no additional information provided by the user facility. (B)(4) the user facility biomed reported that the only issue that he found with the device was that it was alarming "invalid gas ID". The carefusion technical support specialist walked the user facility biomed through loosening the air smart connector ensuring it was fully seated and tightening it which eliminated the "invalid gas ID" alarm.